Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 17th april 2026, it was reported by an arthrex's employee via an email that for 2 units of ar-1927bcf-45, 4.5 mm biocomposite-corkscrew® ft suture anchor with one #2 fiberwire® and one tigerwire®, the first unit anchor deformed during insertion. Another ar-1927bcf-45 was changed to, but the same issue happened again. This was detected during an arthroscopic rotator cuff repair surgery on (B)(6) 2026. The procedure was completed successfully by using another brand product. There were no patient harm and no secondary procedure needed.